Event description:
It was reported that there was a malfunction resulting in unit shutdown during a case. There was no patient injury.

Manufacturer narrative:
The end user was advise to replace the power supply and power controller kit. Service was completed by the end user. Block a: no patient information provided after calls to customer (B)(6) 2023. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.